Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint catalog 367960, lot number 3222765. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in the tube and air bubbles in the gel.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in the tube and air bubbles in the gel.